Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After evaluation, was noticed that the internal implant dimensions were not within the required specifications which could have hindered the fitting between the connection and the implant. There were no others complaints about this event. Therefore, this event was considered as a punctual case. (B)(4). This was done because the software system used to send the report to FDA by the company does not accept the (B)(4).

Event description:
Rp 008720 - the dentist reported that he had to remove the dental implant during its installation surgery because the connection got stuck into the implant. No further information was provided.